Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff did not inflate and the resistance was felt on the inflation line. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. An inflation/deflation test was performed. Air was applied to the cuff, and it was observed the cuff the cuff held the air. No failure mode was observed in the received sample. A visual inspection was performed and it was observed the cuff presents a small cut. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.